Event description:
It was reported that this patient received an inappropriate shock due to oversensing of myopotentials. Isometric maneuvers were performed and the vector was reprogrammed to alternate vector. Review of the device data identified that at implant of this device, secondary vector x1 was chosen during automatic setup. Two months later, smart pass had been disabled and the inappropriate shock occurred. Automatic setup was performed again today and secondary vector failed. Technical services was consulted and identified untreated and treated events due to myopotentials, oversensing and smart pass being disabled due to low r-wave measurements. The consultant recommended troubleshooting to confirm the device location. This device remains in service and no adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.